Event description:
The device was implanted 5 years ago and is eroding through the patient's skin. Per chart history and physical, the device has reached its life expectancy and is no longer working properly.